Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted concurrently with rectocele repair, correction of vaginal vault prolapse with sacrospinalis fixation. It was reported that patient underwent implantation of a transobturator suburethral mesh sling (coloplast t-sling) on (B)(6) 2011 due to recurrent stress urinary incontinence. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that following insertion, the patient experienced nocturia, and frequency.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to rectocele and vaginal vault prolapse. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, bleeding, dyspareunia and vaginal scarring. It was reported that patient underwent excision of hypertrophied small mucosal vaginal mesh, incision of submucosal fibrotic band posterior vaginal wall due to possible exposed vaginal mesh, vaginal bleeding and dyspareunia on (B)(6) 2011. It was reported that patient underwent excision of exposed sling on (B)(6) 2011. No additional information was provided.